Event description:
It was reported during a trochanteric fixation nail with lag screw procedure, while tapping the femoral head in preparation of inserting the lag screw, the tap handle broke. The t-handle broke off leaving the rest of the tap inserted into the femoral head. A vice grips was used to spin the rest of the way to tap the full canal and then back out. The procedure was delayed 20-25 minutes and was completed successfully. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
Additional narrative: an external supplier manufactured the complained tap/reamer for trochanteric fixation nail screw. The part conformed to dimensional specifications at the time of manufacturing and passed all inspection requirements at synthes incoming inspection. The materials of the reamer shaft and handle were confirmed to be correct. Per the supplier¿s certificate of compliance, the heat treat values conformed to required specifications. Also, the certificate of compliance confirmed the strength of the laser weld to be 8.64 ¿ 8.79 ft/lbs (11.714 ¿ 11.918 nm). The diameter of the tap/reamer shaft at datum a was within the required specifications. Based on the specifications at the time of the original manufacturing, the unknown root cause, and the evaluation performed by synthes, this complaint is deemed indeterminate from a manufacturing position. A tap/reamer for trochanteric fixation nail screw was received for evaluation with a complaint category of "broke". The returned device was received in two pieces; the handle is separate from the shaft and separated at the weld locations. Both weld beads at the interface of the handle and shaft are separated. A design change was made to implement a new material of construction of the handle. The design change was made because the existing process of laser welding the previous materials is a very difficult process and the vendor requested a change to make the handle from more compatible material. The returned device was manufactured prior to when the material change was implemented. There have been no complaints for this issue for devices manufactured after the respective design change was implemented. Based on evaluation of prior complaints and the design change incorporated to address the issue, this complaint condition is deemed valid from a design perspective.